Event description:
Extreme exhaustion/fatigue, always tired (no relief even after sleep). Inflammation whole body, insomnia, mental fog & feeling of being disconnected. Memory loss, depression, anxiety, panic attacks, sob/ 3 month cough. Reoccurring rash, left side joint pain; my wrist, elbow, shoulder, & knee, back pain. Ringing in ears (I¿m deaf in right ear, yet it rings?), headaches, migraines, dramatic hair loss, unexplained rashes. Dry brittle skin and nails, dry mouth. Newly developed food allergies/sensitivities (no matter how I eat; keto, low carb, clean or what I give up; gluten, dairy, carbs, etc.), ibs, constipation, digestive issues. Unexplained weight gain, mood swings¿like bipolar roller coaster, anger issue. Autoimmune symptoms, positive ana panels for lupus & systematic sclerosis, but further dna testing was negative for both. Rapidly declining vision, pain in breast constant. Problems started about 6 months after implant exchange. One had ruptured. Problems have been getting progressively worse ever since. The last 6-9 months have been hell.